Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was found unresponsive in their home. They were brought into the emergency room and the device data was reviewed with boston scientific technical services. Technical services did not find any stored episodes within 72 hours of the event and automatic pace threshold tests were successful. Technical services did note some farfield oversensing with inappropriate atrial tachy response episodes, but the episodes did not correlate to the time of the reported syncopal episode. At this time, no further information was able to be obtained. This pacemaker remains in service and there were no additional adverse patient effects reported.